Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (2000 mcg/ml at 124.9 mcg/day) via an implanted pump for intractable spasticity. The lot number of lioresal, patient medical history, and other medications the patient was taking at the time of the event were unable to be obtained. The event date was also unable to be obtained. The pump was changed out for routine end of life (eol) and during surgery there was great cerebrospinal fluid (csf) flow. The pump was programmed at the same rate as the previous pump. The patient reported urinary retention the next day and since has had difficulty with urinary retention even with dose at minimum rate. It was unknown what led to the event. No diagnostics or troubleshooting was performed. Actions included decreasing the rate to minimum rate. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. Surgical intervention was not planned and did not occur. Additional information was received from a healthcare provider (hcp). The start date was (B)(6) 2016 at the revision and was ongoing. Other medication the patient was taking at the time of the event includes vitamin e vitamin c zinc and multivitamin. Medical history was cerebrovascular accident and no known allergies. On (B)(6) 2015 the patient was changed from lioresal to gablofen. On (B)(6) 2016 at the revision lioresal was used. The patient first started experiencing urinary retention on (B)(6) 2016 after the revision. The patient was not experiencing urinary retention prior to the pump revision on (B)(6) 2016. It was unknown what diagnostics were performed related to the urinary retention. The urinary retention had not completely resolved and the patient continued to be on treatment. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.